Event description:
The physician was performing predilation of an unknown coronary vessel when a perforation occurred. The pt was not a surgical candidate and this procedure was considered a "last resort." Once the perforation occurred, the graftmaster was deployed proximal to the perforation and the perforation did not seal. The pt died during the procedure.